Event description:
It was reported that the patient presented in-clinic after receiving a patient alert for high, out of range, high voltage lead impedance. During evaluation, fluctuating values within range were observed. The patient was sent home. The patient received the patient alert again the next day. Loss of capture was also noted. The lead was successfully explanted and replaced. Patient was fine after procedure.